Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that the patient experienced significant reduction of irido-corneal angles. H6 - health effect clinical code : 4581 - significant reduction of irido-corneal angles. Corrected data: b5 - "the cornea was clear, centered icl with note of iris pigments on lens" should be removed as it is for the replacement lens. H6 - health impact clinical code: 4581 in h10 description - should be corrected to "health effect clinical code: 4581", and iris pigment should be removed as it is for replacement lens. H6 - health effect clinical code : 4581 - medication, should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.00/+2.0/085 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, elevated intraocular pressure, and shallow chamber. There was aqueous misdirection, which was relieved with vitreous taps. The lens was exchanged with a shorter lens but the problem was not resolved, the lens still had an excessive vault. The cause of the event was due to the device. Medication was prescribed, the cornea was clear, icl was centered, with iris pigments on lens. See MFR. Report # 2023826-2020-03220 for replacement lens.